Manufacturer narrative:
Add'l PMA/510(k): k042568/k994155. The device was disposed of by the user facility and will not be returned to the manufacturer for evaluation.

Event description:
The pt was being treated to embolize an aneurysm in the middle cerebral artery. The anatomy of the target lesion was reported as severely tortuous. After the successful placement of two coils, a third coil was advanced to the aneurysm . The distal end of the catheter [device in question] moved as the coil was being positioned. The aneurysm ruptured. The catheter was repositioned and the coil was deployed successfully in the aneurysm. A further seven coils were successfully deployed in the aneurysm using this device. The pt was reported to be in "good" condition post procedure. The physician does not allege any product malfunction but the movement of the device may have contributed to the event.